Event description:
The customer returned the device for evaluation for the issue of damage to the teflon pad three hours into a therapeutic laparoscopic colon resection procedure. An error message saying damage was received for the device on the generator, including a message to replace the device. The device was promptly changed and the procedure completed with a new similar device with no further issues. The doctor is an experienced user of the device with reinforced training in the proper handling of the device. Doctor was aware that the device needed to be changed as recommended by the generator and followed suit. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomalies noted. Upon the evaluation of the returned device, it was observed that the tissue pad of the device was partially peeled off. This medwatch is being submitted for the reportable issue of the partially peeled off teflon pad observed during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. The user¿s complaint of damage to the teflon pad and receiving a damage error was confirmed. Upon inspection and testing of the device, it was observed that the tissue pad of the device was partially peeled off. When probe check was performed for the device using test esg-400, usg-400, and td-tb400 devices, an u509 probe damage error was observed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, a thin equipment was slightly in contact with the distal end of the probe. This caused spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp the tissue or a force to activate the output was applied to the probe, causing cracks. 4) the output was activated with the probe having cracks, causing an error. This following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.